Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse could not confirm hgb background failures, but confirmed valve (vl) 4 was broken, causing the h/h check fails. The fse replaced vl4 and its associated actuator, resolving the issue. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported hemoglobin and hematocrit (h/h) check fails on patient results when cycled on a coulter lh 750 hematology analyzer. The customer also reported the hemoglobin (hgb) background failed following bleaching of the apertures (troubleshooting performed by the customer). The customer was contacted for further information, but did not provide patient data for review. Erroneous patient results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event.